Manufacturer narrative:
D10: (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-15-07 - sup/post aug plate, l rs glenoid baseplate. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 years post op initial tsa, this male patient was revised due to poly disassociation. Some metalosis was found and damage to the surfaces of the glenosphere and adaptor tray were noted due to metal on metal. New glenosphere, adaptor tray, set screws, and poly of same size were implanted and found to be stable. No complications with the surgery. Explants are returning.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. H11: the complaint device was evaluated, and the reported event was not confirmed. The evaluation identified on the returned humeral tray there appears to be wear along the bowl feature and the inferior aspect of the humeral tray. Following the humeral liner disassociation, the humeral liner likely began abnormally articulating with the glenosphere, resulting in the observed wear of the humeral tray. This also appears consistent with the reported ¿metalosis.¿ additionally, there appears to be scratching along the backside of the humeral tray, likely due to tool marks sustained during removal of the device. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.